Manufacturer narrative:
Initial reporter: facility name: national hospital organization iwakuni clinical center.implant date: used the first day of the month of the implant date since the reported date is unknown date of (B)(6) 2021.

Event description:
It was reported that stent fracture and migration occurred resulting to a surgical intervention. The 100% stenosed target lesion was located in the moderately tortuous and non-calcified common iliac artery (cia). In (B)(6) 2021, a 12x60x75 epic vascular stent was advanced and placed in the lesion. However, the stent marker and edge was detached and has shifted into the common femoral artery (cfa) and superficial femoral artery (sfa). Retreatment was performed on (B)(6) 2022, and a non-boston scientific stent graft was placed into the cia of the stent placement part. The detached stent that shifted into the cfa and sfa was surgically recovered. The procedure was completed with a different device. The physician commented that tension might have been applied on the stent and caused it to be detached because of the bent back of the patient. There were no patient complications, nor injuries reported.